Event description:
After rn plugged in, doctor attempted to use. Error message popped up on bovie machine. Rn removed and replugged in. Device still didn't work. Turned off bovie and restarted and still didn't work. Rn got a new bovie machine and tried that and still didn't work.